Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that they had a low blood glucose event. Customer's blood glucose declined to 39 mg/dl and the customer was belligerent as a result. The customer also reported they were hospitalized for their low on (B)(6) 2015. Customer was treated with glucose tablets. The customer believed their low was from over correcting for their carbohydrates. The customer stated they have been experiencing low blood glucose for the past few days. Customer's blood glucose would not rise above 100 mg/dl. The customer also reported the insulin pump was exposed to salt water. Troubleshooting found the insulin pump passed a self-test and a displacement test. Customer's current blood glucose was 155 mg/dl. The insulin pump will not be returned for analysis.